Event description:
Synthes (B)(6) reported during a craniotomy procedure, the surgeon had 3 low profile neuro self-drilling screws that broke upon attempted fixation. Two heads of the screws broke off and the distal tip for the third screw broke off in the bone. The tip of the screw remains in the patients bone as the surgeon was unable to retrieve it. The other screw pieces were recovered and will return along with the screwdriver blade to synthes USA. To complete the closure, the surgeon switched to another screwdriver blade in the set and to 4mm self-drilling screws. The surgeon did not experience any additional problems. This is 3 of 3 reports for the same event.

Manufacturer narrative:
The screw is broken at the tip. The rest of the screw is in fair condition. Visual examination is consistent with the complaint. Since all relevant features could not be checked and there were no issues found during dimensional analysis on features that could be inspected and no lot number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.